Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient experienced a sudden return of tremor on the right side of the body on saturday evening. The patient said they had tried to stay as still as possible to keep it from getting worse. The patient services specialist helped the patient connect to the implantable neurostimulator (ins), and they observed a 1703 service code indicating "out of range." When the patient connected to the ins, they noted seeing four empty bars on the screen. The caller reported no falls or trauma but questioned if a "jarring" could impact the system. The rep spoke with the doctor, and upon further evaluation, the diagnostics indicated an "out of range" system message and a battery life of lessthan three months. Impedances were checked, revealing that contact 1 had an impedance greater than 5k. The patient was using contacts 0 and 1 for therapy. To resolve the issue , contact 1 was turned off, and contacts 0 and 2 were used to bypass the high impedance on contact 1. This adjustment resolved the patient's tremor, and the patient felt much better with the new settings. Since the device is low, the patient will schedule a routine battery change. It will be determined if the impedance issue is resolved at that time. No further interventions will be necessary if the patient continues to do well in the new settings. The issue was resolved at the time of the report. The healthcare professional had no further information. No surgical intervention occurred, but surgical intervention is planned, although it has not been scheduled yet.